Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen is difficult to read. Pump was not available for review during the initial call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. Investigation revealed that the device powered up to a discolored verification screen. The display screen was replaced with a test display, and the test display screen was functioning properly.